Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient had a wound from a prior surgery that was located under the therapy electrode. There was no alleged device malfunction contributing to the irritation. Surgeon was aware of the wound and watched over the wound. A bandage was applied to the wound. It is not clear if the lifevest exacerbated the wound. Follow up indicated that the wound has healed.